Event description:
It was reported that few hours after the implant of the lead, the pt experienced excruciating pain in his back and chest/ribs and had difficulty breathing. The pt also experienced numbness in his legs and feet. The numbness then spread up to his abdomen. The pt was taken to the hosp. The lead was removed and discarded. MRI revealed an epidural hematoma. A decompression was performed. F/u indicated the pt regained feeling and movement in his left leg and foot and his condition was improving rapidly.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.